Manufacturer narrative:
Initial

Event description:
It was reported that an ilet user experienced an infusion set occlusion with a peak blood glucose of 245 mg/dl that triggered an occlusion alert, which the user acknowledged, followed by alert 79 that led to a supply change; a second occlusion occurred after the change and is documented in a related case. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included interruption of insulin delivery that was resolved only after changing supplies. Investigation included review of device and engineering logs and collection of additional event details from the customer. Investigation of this case revealed evidence consistent with an insulin flow obstruction at the infusion set level, with the device functioning as designed by detecting and alerting to the occlusion. It was concluded, based on established findings in similar reports, that the cause was an infusion set occlusion related to disposable components rather than a malfunction of the ilet pump.